Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 38 mg/dl. Reportedly, the user felt that the bg level was cartridge related. The user addressed bg level by eating food. The user stopped experiencing low bg levels once the basal setting was changed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm prior to basal rates being adjusted in early november. There were no obvious requests or deliveries that would cause bg levels to drop. Basal rates were adjusted down on (B)(6) 2016. Customer stated once basal rates were adjusted down low bg levels improved. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Cartridges were not returned for evaluation. Pump evaluation was submitted on MFR report # 3007981285-2016-23673. Corrected information: (in addition to adverse event), reportedly, the customer believed there was an issue with the pump over delivering insulin from the cartridges.